Event description:
Sales representative reported, he attended a case which a salute ii device was not firing correctly; the wire pushes up and doesn't curl, not quite a straight shot. Additional information provided on copy of a medwatch received with returned device: during this laparoscopic repair of peristomal hernia, this salute ii brand tacker continued to misfire when mesh patch was being tacked. Sales rep was on hand and promptly opened another salute ii tacker. The second one worked fine.

Manufacturer narrative:
The returned device was visually examined; it was noted that the machining of the eight degree angle on the left tip (which is responsible for the formation of the construct) looked acceptable. Damage above the eight degree area of this tip was observed, however, cause of this damage cannot be determined. Functional testing of the device confirmed device produced malformed constructs. Six out of six constructs deployed were classified as candy cane shape. A DHR review has been conducted. All paperwork appeared complete and accurate with no discrepancies noted.